Event description:
A customer reported via phone call indicating that sensor breaks into two pieces and would not stay on. The customer does not properly tape the sensor. The patient's blood glucose was unknown at the time of the call. The customer did suffer a seizer over the weekend but was not hospitalized. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer will change the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.